Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure with transanal total resectomy, the device was used for the inferior mesenteric artery (ima) and the procedure was complete. But immediately after surgery, the surgeon knew that there was massive bleeding from the drain in the recovery room and performed re-operation immediately. During the re-operation, the clips of device placed into ima were found to be disengaged and a large amount of bleeding was noted. The reason was unknown. When looking back the recording later, the clips of the device which were placed into ima gradually dislocated from the position clipped at the beginning. The procedure was converted to an open procedure. The part fell into the patient's cavity and could not be retrieved. A small amount of bleeding occurred (actual amount was unknown) from the drain after the procedure. After that when the open procedure was performed and the blood pressure was raised, the clip came off and there was blood loss up to 2,000 cc. The clips were collected during the open procedure and discarded, therefore, x-rays was not used. Suture ligation was done to control the bleeding.